Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. The insulin pump was received with serial number label faded and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was not working. The customer¿s blood glucose was 166 mg/dl at the time of the incident. The insulin pump was stuck in loading and did not move out of reservoir and tubing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.